Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for motor error during prime. The customer's blood glucose level was reported to be 78mg/dl. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion and excessive no delivery tests due to the motor error alarm. Unable to verify the motor position encoder error alarm due to an overwritten pump history. The pump was received with minor scratches on the display window, a cracked display window corner, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.